Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a gore® helex septal occluder approximately nine years ago to treat a septal defect. In (B)(6) 2022, a residual shunt was noted. A 25 mm gore® cardioform septal occluder was selected to close the shunt. This device did not seat well and was removed. A 30 mm gore® cardioform septal occluder was then implanted with no adverse effects.

Event description:
It was reported the physician implanted a 25mm gore® helex septal occluder approximately nine years ago to treat a septal defect. Detailed history is incomplete from the implanting facility; however, it appears that a residual shunt was seen early post-helex implant, and then was thought to have resolved. In (B)(6) 2022, the patient experienced a transient ischemic attack associated with weight lifting, and had a subsequent positive bubble study. The current physician reports that a pre-procedure transthoracic echocardiogram didn't show a residual shunt but the procedural transesophageal echocardiogram did, as well as a clearly positive bubble study ((B)(6) 2022). A 25mm gore® cardioform septal occluder was selected to close the shunt. This device did not seat well and was removed. A 30mm gore® cardioform septal occluder was then implanted with no adverse effects.